Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy fluid, nausea, and vomiting. The cause of peritonitis was unknown. The patient was hospitalized and began treatment with vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. The patient recovered from abdominal pain, cloudy fluid, nausea, and vomiting. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued 20 days after medication administration. It was reported that the patient will be discharged "today". At the time of this report, the patient has recovered from peritonitis 23 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.